Manufacturer narrative:
The explanted iol was recently returned to ophtec for investigation. Investigation confirms that the explanted iol is a lens model 204001w. The optic of the returned product is damaged. This damage is likely caused by the surgeon during explantation while he tried to cut the piol in two. It is definitely not manufacturing related. One of the so called claws (haptic) is bent/overstretched. The type of damage to the claw is typically caused by handling of the surgeon during explantation. A piol with this type of claw damage would not have been properly fixated in the eye for 19 years. It can therefore be concluded that the bent claw is caused during the explantation. Apart from damage observed, product meets specifications. Based on information available it cannot be determined what has caused the subluxation. Typically these events occur after a blunt trauma to the head or in the early post-op phase due to an insufficient amount of iris being hold by the claw (surgery related). Subluxations are usually treated by re-enclavating the claw to the iris. It is not known why the surgeon decided to explant the piol instead of refixating it.

Event description:
The phakic intraocular lens was explanted following a subluxation after approximately 19 years port implantation.

Manufacturer narrative:
(B)(6) was reported to ophtec (B)(4) (manufacturer) on april 19, 2017. The event occurred on (B)(6) 2017, however, the local hospital initially reported this event to (B)(6) authorities. Once the event was received and processed by (B)(6), they contacted the manufacturer. Therefore, there was a 2 month delay in reporting this event to the manufacturer. Once the investigation of the complaint was completed by the manufacturer (ophtec (B)(4)), the event was classified as a reportable event.

Event description:
The phakic intraocular lens was explanted following a subluxation after approximately 19 years post implantation.